Event description:
A nurse from the hospital called to report customer was hospitalized for low bgs and patient was in a coma. Only partial troubleshooting was performed. No other information could be obtained at this time.